Event description:
A report was received that the patient had extreme weakness which affected mostly her thighs thighs when the stimulation was on or off. The patient could not get up and could not walk, so she was admitted to the hospital. It was unknown if medications were administered to the patient. The physician believed that the symptom was nondevice related but was unknown if procedure related. The patient's weakness was resolved, and the patient was doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial/lot #: (B)(4), description: linear st lead, 50cm model #: sc-2366-50, serial/lot #: (B)(4), description: linear 3-6 lead, 50cm.